Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Scs lead revision and ipg swap. On (B)(6) 2024, rep todd danzeisen emailed nmd complaints to report patient had a scs lead revision and battery swap with dr. (B)(6) on (B)(6) 2024 at (B)(6) in amarillo. Requesting a ts number for this event. Patient weight approximately 310 lbs. No additional information at this time. Thank you! Ps date: (B)(6) 2024. Ppg complaint history review: 16sep2024, (B)(6): complaint history search for the last 4 years found prior report(s) on this patient: none, q1: original lead stayed the same, implanted another octrode to get better coverage. Ipg was explanted and replaced due to patient discomfort. It was reported patient experienced discomfort at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.